Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up even after multiple reboots. Analysis of the system log files showed malfunctioning of flexvision pc. Upon troubleshooting fse found cannot communicate with the flexvision pc. The philips engineer replaced the flexvision pc and transferred the hard drive over. After which the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was not booting up after multiple reboot attempts. The system was not in clinical use at the time of the event. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the flexvision pc. The fse replaced the flexvision pc and the hard disks and returned the system to use in good working order.